Manufacturer narrative:
In (B)(4), the implanting clinician confirmed through x-ray that both stimulators had migrated, causing loss of therapy, after the patient experienced a fall and a shock/jolt during MRI. The cr was able to reprogram the waa and adjust antenna placement to restore adequate therapy.the patient had additional implanted medical devices, including post-surgical hardware, a shunt, and sophy adjustable and programmable pressure valve. Stimwave products have not undergone MRI testing in conjunction with other implanted medical devices; stimwave's product instructions for use state that having other implanted products in the body is a contraindication of use. The patient's other implanted devices may have contributed to the adverse event experienced during MRI (user error). The patient also reported sustaining a significant fall between the MRI and the follow-up visit with the clinician, which may have caused or contributed to the stimulator migration and subsequent loss of therapy (user error). Additionally, the MRI facility reported using a maximum spatial gradient of 30 t/m, the IFU for pns is 10t/m. MRI facility was unable lift patient's arm out of the lower spine MRI field. Based on this information, the cause of loss of therapy and migration were confirmed/replicated. Investigation did not haveevidence that the product did not meet specification; the stimwave device could not be traced to the source of the issue. The device was used for treatment of pain.

Event description:
On (B)(6) 2020, the patient reported feeling a buzzing/tingling during a second MRI.